Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads have come off 4 brush heads and gone in the mouth during brushing / head has come loose [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head of the oral-b flexisoft brushhead came off in her mouth. She stated this happened with 4 brushheads and that the last one came off after only having been in use for 3 weeks. She described that she had been using oral-b toothbrushes for 15 years and had never experienced this before. No symptoms developed.

Manufacturer narrative:
22-jul-2015 product investigation results: reporter returned oral-b toothbrush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Heads have come off 4 brush heads and gone in the mouth during brushing / head has come loose [device breakage]. No adverse event [no adverse event]. Brushhead confirmed to be counterfeit [product counterfeit]. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the head of the oral-b flexisoft brushhead came off in her mouth. She stated this happened with 4 brushheads and that the last one came off after only having been in use for 3 weeks. She described that she had been using oral-b toothbrushes for 15 years and had never experienced this before. No symptoms developed. 22-jul-2015 product investigation results: reporter returned oral-b toothbrush heads. Toothbrush heads confirmed to be counterfeit.